Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(6) 2013. The complaint reported that the washer fell into his mouth while he was inhaling a solution via the ez breathe atomizer. He was using the ez breathe atomizer to help relieve the symptoms of a cold and removed the washer from his mouth.

Manufacturer narrative:
The event has been investigated and a design change implemented to assure the device functions properly. Additional attention notice to heighten the user's awareness to use the device correctly will be provided to distributors for the update of existing product in stock. All device evaluation info is being translated from mandarin chinese to english for your review. The translated device evaluation info will be included in a follow-up form FDA 3500a, which will be submitted by (B)(4) 2013.